Event description:
This report is based on information provided by remote service engineer rse, philips technical product support specialist, service engineer, software engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating while at the bench, the philips technical product support specialist, service engineer discovered the dc (direct current) connector is broken. There was no patient involvement.

Event description:
This report is based on information provided by remote service engineer rse, philips technical product support specialist, service engineer, software engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating while at the bench, the philips technical product support specialist, service engineer discovered the dc (direct current) connector is broken. There was no patient involvement.